Manufacturer narrative:
Button error alarm and no act button response due to corroded keypad traces. Insulin pump was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.